Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc in the "midface", "right middle malar", "left middle malar" and oral commissures. Patient was reviewed 12 days later and there was "minimal bruising remaining to oral commissures". Patient was reviewed again about a month later and there was some "discoloration present at oral commissures that was exacerbated by exercise". Patient sustained redness at injection site exacerbated by exercise". Patient had another review around 4 months later and "discoloration remains" and patient was treated with hylase. On the next day, there was "little bruising" with no other reaction and "noticeable reduction in product at oral commissures". Symptoms resolved a month later.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bruising, sustained redness, discoloration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.